Event description:
It was reported that during the initial implant procedure with the intellis implantable neurostimulator and vectris mrics compact leads, there was difficulty placing the leads due to adhesions, and equivalent pain relief as experienced during the trial could not be achieved because of lead placement. The physician elected to replace the percutaneous leads with a surgical paddle lead. After the surgical paddle lead was placed, the patient experienced intense abdominal pain in recovery. When stimulation was activated, the pain was aggravated. Reprogramming of the device was attempted as a troubleshooting step, but was unsuccessful, and the stimulation was turned off; however, the symptoms did not subside. The physician decided to return the patient to surgery for removal of the surgical paddle lead and the implantable pulse generator. The entire neurostimulation system was removed, but the patient¿s pain continued after device and lead removal. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-aug-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 28-aug-2028, UDI#: (B)(4); product ID: 977c165, serial/lot #: (B)(6) , ubd: 22-may-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.